Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that one day following bilateral lasik surgery, , the patient was diagnosed with postoperative inflammation (unspecified). The steroid drops were increased. The patient was asymptomatic and had no visual complaints. In a follow up, the technician reported that the event resolved two days later. The patient's steroid drop dosage was then decreased. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.